Event description:
Info received indicates the right siderail will not latch.

Manufacturer narrative:
The tech found the siderail was missing the two top rail ratchet rivets. He replaced the ratchet rivets to repair the bed.